Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however three (3) photographs of the sample were provided for evaluation. A review of the returned photographs did not show evidence of the reported problem. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was unable to be closed which resulted in leak. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.